Manufacturer narrative:
The complaint kit, smart card, and photographs were returned for investigation. A review of the data recorded on the returned smart card verifies an alarm #7: blood leak (centrifuge chamber) alarm occurred as reported by the customer. The customer provided photographs verify the drive tube leak/break as blood is seen within the centrifuge chamber. The photographs show a cut in the lower drive tube. The returned kit was visually inspected and confirmed the cut in the drive tube as seen in the photographs. The cut ran around the circumference of the drive tube and the lower over-mold. Further examination of the drive tube found the lower bearing stop on the drive tube was out of position. The lower bearing stop on the drive tube being out of position can cause the drive tube to rub against the drive tube clamp during use and may result in a leak. The root cause of the drive tube leak/break was determined to be a manufacturing error as the lower bearing stop was over molded out of position. A new drive tube over molding process was implemented in march 2019 and addresses the issue of mis-positioned over-molds. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g381 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g381 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated they received an alarm #7: blood leak? (Centrifuge chamber) alarm at approximately 477 ml whole blood processed. The customer stated they inspected the centrifuge chamber and noted a blood leak along the centrifuge chamber wall. The customer stated there was a crack at the bottom of the drive tube. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned the kit and photographs for investigation.